Manufacturer narrative:
The serial number has been provided and the investigation is currently underway.

Event description:
It was reported that during use in the patient, the biopsy instrument spontaneously fired three times without being triggered prior to reaching the intended biopsy site. There was no reported patient injury.